Event description:
It was reported by he clinician that when the nurse went to administer drugs, the white port on the end of the hub fell off in her hand. As a result, a catheter exchange was performed. There were no patient complications reported.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.